Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: a complaint history check was performed and this is the 1st related complaint for inability to detach as intended on lot # 9353306. Customer returned (7) open 4mm, 32g pen needles without the tear drop label. Customer states that she cannot remove inner shield from pen needle. All returned pen needles were tested and all inner shields were able to be removed without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 6 pen ndl 32g 4mm 100bx 1200 USA could not be detatched from the inner shield before use. The following was reported by the initial reporter: "it was reported that consumer cannot remove inner shield from pen needle. Verbatim: walgreens pharmacist called on consumer behalf, stated, consumer cannot remove shield from pen, (prior to injection). Stated, she can remove the outer cover but not the shield. 6 pen needles affected pharmacist has the samples and the remaining unused pen needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 pen ndl 32g 4mm 100bx 1200 USA could not be detatched from the inner shield before use. The following was reported by the initial reporter: "it was reported that consumer cannot remove inner shield from pen needle. Verbatim: (B)(4) pharmacist called on consumer behalf, stated, consumer cannot remove shield from pen, (prior to injection). Stated, she can remove the outer cover but not the shield. 6 pen needles affected. Pharmacist has the samples and the remaining unused pen needles".